Event description:
It was reported that a patient¿s battery was draining quickly since the implantable neurostimulator (ins) had been turned off. It was noted that the patient and manufacturer¿s representative were going to speak with the healthcare professional to come up with a plan to meet in the future.

Manufacturer narrative:
Concomitant medical products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 37754, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that no other troubleshooting or intervention was planned. It was noted that the patient was receiving effective therapy.

Event description:
Additional information received reported that the patient did not want to turn the stimulator off for three weeks.